Event description:
It was reported that the caller could not establish telemetry with the device. It was noted there was no green light and no pacing on the electrogram. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device was returned and analysis revealed normal battery depletion.